Event description:
Reportable upon returned device analysis completed 28 oct 2021. It was reported that failure to deploy the proximal filter occurred. A sentinel cerebral protection system (cps) was selected for a transcatheter aortic valve replacement (tavr) procedure. The sentinel cerebral protection system was tracked over the wire into the "twisted" right subclavian artery. The proximal filter was positioned. The physician attempted to deploy the proximal filter with the proximal filter slider however the proximal filter slider was not able to be pulled back and the proximal filter was unable to be deployed. The sentinel cps was successfully removed from the patient. The physician attempted to deploy the proximal filter outside the patient and was still unable to deploy the proximal filter. A new sentinel cps was prepared and used successfully to complete the procedure. However, the returned device analysis revealed that the proximal filter of the sentinel cps was torn.

Manufacturer narrative:
Device evaluated by MFR.: the sentinel was returned to boston scientific (bsc) and was analyzed by a bsc quality engineer. Visual examination of the returned device revealed; the proximal filter was returned sheathed, the articulating distal sheath was relaxed, the distal filter was sheathed and the distal filter slider (#3) was slightly kinked. Microscopic examination revealed no damage to the outer shaft/sheath. Functional testing revealed that before flushing, the proximal filter was unable to be unsheathed using the proximal filter slider (#1). After flushing was performed, the proximal filter was able to be unsheathed using the proximal filter slider (#1). After deployment of the proximal filter, the proximal filter was found to be torn. The outer shaft/sheath was dissected. Following dissection, wear was found on the forcing braid of the internal component of the outer sheath.